Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: at analysis it was noted that the battery contacts were bent and the lower case and the output connectors were broken. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was cleaned, re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator did not switch on. The generator has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.

Manufacturer narrative:
Analysis summary: the generator was returned unrepaired to the customer. If information is provided in the future, a supplemental report will be issued.